Event description:
It was reported "pump is spending more time on the charger than it should." There was no reported adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue.